Event description:
Per report received from germany- edwards received notification of a pascal precision ace in tricuspid position where during the procedure, the second device resulted in single leaflet device attachment (slda). Grasping with the second pascal was difficult, with only the transgastric (tg) view being clear; other views were either impossible or blurred. After many attempts to grasp, it was decided to release the device, despite uncertainty about whether the septal leaflet was deep enough. The septal suture was released first. As the pascal remained attached, the lateral suture was then removed. It appeared that the pascal would stay attached to the leaflets. The wire was unscrewed, and after a few heartbeats, the pascal detached from the septal leaflet leading to slda. The device then moved from the ra (right atrium) to the right ventricle (rv) with each beat, still attached to the lateral (anterior) leaflet. A third device was carefully advanced into ra. After over 20 minutes of trying to place the third device anterior and posterior to the detached device (second device), it was agreed that it was not possible. The doctors aimed for a posterior/septal placement to reduce the tricuspid regurgitation (tr) a little bit. The only possible grasp and closure was in the posterior/septal commissure, which did not change the tr. It was decided to leave the device in there. The release was successful, but the tr remained at grade 5+. The patient remained stable throughout the procedure and no harm was done. The patient will be evaluated for tricvalve. As per the information received, teer was not the right solution for this patient.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present in the procedure. Available information suggests imaging related issues likely contributed to the event. Per event description, 'grasping with the second pascal was difficult, with only the transgastric (tg) view being clear; other views were either impossible or blurred'. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.